Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding the stent becoming impeded in the middle of the microcatheter could not be evaluated due to the detached condition of the stent. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. However, based on the broken condition of the stent, the customer complaint is confirmed, as the damaged condition of the stent suggests that the device was subjected to certain manipulation that could resulted in the stent breakage. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9714825. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 9714825) was impeded in the middle section of the associated microcatheter and could not be advanced further. The physician retracted only the stent and replaced it to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 27-jan-2026, additional information was received. Per the information, the procedure was targeting the c7 segment of the internal carotid artery (ica) with no relevant anatomical information such as calcification / tortuosity. Continuous flush was maintained through the associated 150cm x 5cm prowler select plus microcatheter (606s255x). Nothing was noted to be obstructing the microcatheter; the introducer tip was firmly installed onto the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the advancement of the device. No physical damage was noted on the device at any time during the procedure. The reported issue did not result in a clinically significant delay in the procedure. Based on the product investigation completed on (B)(6) 2026, the issue reported has been determined to be reportable as a "malfunction."